Event description:
During a call to technical support, it was reported that the patient had been hospitalized for peritonitis and pneumonia. And they want to take the tubing set out of the cycler but can't open the door. During a follow-up, the nurse reported that the patient was treated with antibiotics. The nurse stated there was no evidence malfunction or fluid leak prior to the patient's hospitalization.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field or aseptic technique. There is no history of device malfunction which could have caused or contributed to the event of peritonitis.